Manufacturer narrative:
Waiting on device return to complete investigation.

Event description:
Coating came off guidewire after removal. Parts of the coating came off, however doctor is unsure if it came off in patient, when he realized he was already close to completing the case. He noticed when his gloves are stained green. Patient has no issues with flow, no embolisation is reported.